Manufacturer narrative:
Section d1 brand name: corrected. Section d3 manufacturer information: additional information. Section d4 catalog number: corrected. Section d4 primary UDI number: corrected. Section g1 contact office: additional information.

Event description:
It was reported that the patient went to the clinic and had open areas in their driveline with exposed wires. Log file review revealed a few clusters of pulsatility index events during that period, but it was noted that there was no evidence of any type of percutaneous lead conductor issue in the log file. The tears to the percutaneous lead outer jacket were cosmetic only and it was recommended to apply rescue tape to the outer jacket tears. Additional information confirmed that the damage to the driveline was to the pump cable. Rescue tape was applied.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported damage to the driveline pump cable could not be confirmed through this evaluation. A specific cause for the damage could not be conclusively determined. The controller event log file contained events from 18oct2023 through 24oct2023. No notable events or alarms were captured, and the pump appeared to function as intended at the set speed. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and patient handbook, rev. D, are currently available. Section 6 of the IFU and section 4 of the patient handbook instruct the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook further instructs the patient to call their hospital contact right away if the driveline is damaged. Section 7 of the IFU and section 5 of the patient handbook provide additional instructions regarding driveline care in sub-sections entitled "what not to do: driveline and cables." No further information was provided. The manufacturer is closing the file on this event.